Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank and the cycler powered down. The caregiver had the cycler plugged into the outlet directly as advised and the cycler would not power on. The issue occurred once during setup. The display was blank, there was no power outage, no outlet issue, the power cord was securely plugged in. There was no sound nor lights when the buttons were pressed. The fresenius technical support representative advised the caregiver the cycler would be replaced and to only use the three prong wall outlet with the replacement cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment on 01/28 and 01/30 via manuals. The patient stated that he received the replacement but did not turn on and was not able to use it. He called technical support to report this issue and another replacement was scheduled for eta on 02/01. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank and the cycler powered down. The caregiver had the cycler plugged into the outlet directly as advised and the cycler would not power on. The issue occurred once during setup. The display was blank, there was no power outage, no outlet issue, the power cord was securely plugged in. There was no sound nor lights when the buttons were pressed. The fresenius technical support representative advised the caregiver the cycler would be replaced and to only use the three prong wall outlet with the replacement cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment on 01/28 and 01/30 via manuals. The patient stated that he received the replacement but did not turn on and was not able to use it. He called technical support to report this issue and another replacement was scheduled for eta on 02/01. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found evidence of an internal short and scorch marks present on transformer (t1) of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good front panel assembly was installed and the display became operational. Removed functioning front panel assembly at the completion of the investigation. A pre-accelerated stress test simulated treatment was performed and completed without any failures or problems. Voltage verification check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.